Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified weight to the spec, crease fold, deformation, cloudy in the gel, and voids. Based on the device analysis the final assessment is winkles (creases) are observed but have no relationship with manufacturing. The unit is not ruptured. No issues found related with the manufacturing process. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side lobulated contours, capsular contracture baker grade IV and rupture. The device has been explanted.